Event description:
Contacted beckman coulter regarding false negative (-) total bhcg test result from a single patient. The bhcg result was 0.00miu/ml. The patient sample was repeated, but no result was provided, it stated "unknown". The customer indicated that the patient was known to be a positive (+) bhcg. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.